Event description:
Initial etoh result .0001 g/dl. Same sample repeated gave result of 0.443 g/dl. A new sample from the same patient gave result of 0.431 g/dl. Same sample was repeated and recovered 0.443 g/dl. The initial result was reported, patient not adversely affected. The field service rep was unable to determine a cause for the discrepancy.